Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review of the transmission far field r-wave oversensing causing short duration of inappropriate mode switch episodes were noted on the implantable cardioverter defibrillator. The device was reprogrammed. The patient was stable.